Event description:
The hospital technician experienced difficulty unlocking caster foot broke and used their hand. The brake was difficult to unlock, causing the technician to injure their hand.

Manufacturer narrative:
Customer used hand to unlock foot brake and injured hand. Replacement locking caster sent.